Manufacturer narrative:
(B)(4). This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review was performed, finding that the operator's manual provided sufficient instructions for the user to follow to prevent this problem. From the event history log it was identified that the pump was not charged for 12 hours after battery low/battery depleted set occurred which goes against the instructions given in the manual indicating a user error. Upon review of the event history log, it is evident the customer received damaged battery alarm set alarms, but did not charge the device for 12 consecutive hours as directed in the service manual. Therefore it can be concluded that the cause of the damaged batteries is use/user error. Evaluation summary: the reported condition of a colleague infusion pump with an alarming battery failure was confirmed by baxter personnel during product evaluation. The root cause was assigned to damaged batteries resulting from use/user error. The main batteries and battery harness were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an alarming battery failure. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.